Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber was returned broken in two pieces, confirming the reported fiber break allegation. The two pieces were being held together by the fiber jacket. The tip was clipped. No defects were identified on the connector face, bright and round light was exiting the face. During functional testing, the console read: treatment used: 0 treatment left: 10. Based on analysis results and information available, it is likely that procedural handling of the device during set-up and use contributed to the fiber body break. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that the fiber broke during use. The procedure was completed using another fiber with no patient complications.

Event description:
It was reported that the fiber broke during use. The procedure was completed using another fiber with no patient complications.

Event description:
It was reported that the fiber broke during use. The procedure was completed using another fiber with no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.